Event description:
It was reported that cartridge alarm 20 occurred and issue did not happen during cartridge load, with prior similar alarms reported for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode before return, advised that pump settings and continuous glucose monitor would need to be set up on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.